Event description:
In a journal article, an ophthalmologist reported a patient with blurred vision, pigment dispersion and elevated intraocular pressure (iop) following bilateral intraocular lens (iol) implant surgery. The ophthalmologist reported the patient had a history of diabetes. During the patient's initial examination, the operating surgeon noted normal iops, but with one to two plus pigmentation noted. The angles were open and there was no evidence of peripheral anterior synechiae or rubeosis. In a follow up with the surgeon a year later, the patient presented with iops of 30 mmhg in each eye. The angles remained open. The operating surgeon diagnosed ocular hypertension and prescribed medication. After one month of treatment, the iops returned to normal. The patient returned to the surgeon later in the year experiencing blurred vision in both eyes. His bcva was noted to be 20/40 in both eyes. Approximately 6 months later, bilateral clear cornea iol implant surgeries were performed one week apart. Three weeks following the iol implant surgeries, the patient returned with ucva's of 20/25 and 20/30. His iop was noted to be elevated and not controlled by medical therapy. Severe pigment dispersion was noted in both anterior chambers. The patient was referred to the authors for follow up. When evaluated by the authors, the patient was noted to have iops of 52/48 mmhg while being treated with multiple medications. The patient's ucva was noted to be 20/40 and 20/30 (j2). Both anterior segments showed severe pigment dispersion, with open angles and a subtle area of trans-illumination at the superior-temporal mid-iris periphery of the right eye. Adjustments were made in the glaucoma medications. After several weeks of pressures consistently above 35 mmhg while on maximal medical therapy and showing signs of intolerance to the medications, a trabeculectomy was performed on the right eye. During the first three weeks following the trabeculectomy, the right eye maintained iops between 4-6 mmhg, with shallow anterior chamber and a small anterior choroidal effusion. The left eye iops dropped to the 16-21 mmhg range with a decrease in pigment dispersion. Medications were continued for the left eye. During the fourth week postop from the trabeculectomy, the right eye pressure dropped below 3 mmhg with a concomitant significant decrease of the anterior chamber depth. A revision of the surgery was performed. Additional sutures were placed at the scleral flap which produced a deep anterior chamber with iops in the mid 20s. Four months following the initial iol implant surgery, the patient's ucva in each eye remained 20/40 for distance and j2 for near. His iops have remained stable between 16-18 mmhg in both eyes while on medication. Both eyes have mild pigment dispersion in the aqueous with low grade inflammation. Additional information has been requested. There are two medical device reports associated with the event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. Fernandex-bahamonde j, roman-rodriquez, c. (2010) pigment dispersion with elevation of intraocular pressure after bilateral phacoemulsification with implantation of acrylic intra-ocular lenses. Seminars in ophthalmology 25 (1-2), 36-28, 2010. (B)(4).